Event description:
IV catheter was placed at another facility and patient was transferred here for additional care. On 10/10/93, IV started leaking. When dressing was removed only approximately 1/4 inch of cannula was attached to needle hub. Xray of hand confirmed a foreign objects was present. Two surgical incisions and use of a fogarty catheter was required to retrieve a white piece of plastic from a venous tributary of the radial basilic vein.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, component failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.